Manufacturer narrative:
The device was not returned for evaluation as the device remains implanted. Review of the DHR and complaint history were performed and no anomalies or adverse trends were noted. The complaint was not confirmed as the root cause is attributed to the patient's condition. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects: ¿intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device.¿ following review, no new risks were identified. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2015. Subsequently, patient experienced a femoral neck fracture during the procedure. A cable was implanted to correct fracture. Attempts have been made and no further information has been provided.